Event description:
As reported to coloplast though not verified, patient was implanted with aris transobturator tape and novasilk mesh on (B)(6) 200. Later patient experienced mental and physical pain and suffering.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Device not returned.